Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown, however, it was reported that the peg tube was in place for 4 months. According to the complainant, on (B)(6) 2013, the patient was hospitalized due to abdominal pain. An abdominal CT scan was performed and showed a negative result. On (B)(6) 2013, the patient was subjected to gastroscopy with removal of the peg/j. The patient had intractable abdomen a CT scan was performed and two perforations were found, one at the level of treiz and at the duodenal area. The patient was intubated and was transferred to the ICU and then underwent laparotomy for node and fitobezoar by transoral. In the following days, the patient presented tracheal perforation and peritonitis. The patient died at the hospital on (B)(6) 2013.